Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that blood glucose was 245mg/dl and took a bolus. Also customer¿s blood glucose was 320mg/dl ant then the customer ate breakfast and took 10unit bolus and then got to work. Two hours later blood glucose was 375mg/dl and the customer took another 5units and change out set twice. Currently blood glucose is 517mg/dl and the customer¿s last treatment was with a manual injection. The customer reported that patient's current blood glucose is 475mg/dl. The customer treated for high blood glucose with injection. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery due to high blood glucose. The customer will call back to complete high blood glucose troubleshooting. The customer was not able to remove cannula at this time to see if there was a bend will also call back to complete high pressure test. The insulin pump will not be returned for analysis.